Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the power error detected alarm recurred within a week of troubleshooting the previous occurrence. The insulin pump had also switched off. The customer¿s blood glucose level was 130 mg/dl. The customer did not recall any event leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test noted. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Unit received with keypad overlay texture damage, minor scratches on case and minor scratches on lcd window.